Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported 'improper shutdown'. A review of the event history log identified 'improper shutdown!. Visual inspection found the cause was a depressed and damaged battery pins on the rear case. Evaluation determined the assignable cause to be dried liquid substance. The rear case were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced improper shutdown. The location where the reported problem occurred was in the infirmary department. There was no patient involvement. No additional information is available